Event description:
Patient was reported to have (B)(6) approximately 11 weeks post procedure. Cause of death was confirmed as (B)(6). Investigator reported that the event was not related to the study device and procedure.

Event description:
Following pre-dilation with an amphirion deep pta balloon catheter, two amphirion deep pta balloon catheters were used to treat a stenotic de novo lesion located in the anterior tibial artery of the right leg. Two non-medtronic devices were used to treat the peroneal artery during the same procedure. Approximately 3 weeks post procedure, the patient underwent amputation of a right transmetatarsal (digitus # 4). Investigator reported that the event was unrelated to the study device/ procedure. Approximately 7 weeks post procedure, the patient underwent amputation of another right transmetatarsal (digitus # 3). Investigator reported that the event was unrelated to the study device/ procedure. Patient death was reported approximately 12 weeks post procedure. No hospital discharge letter is available and the cause of death is unknown. Investigator reported that the relationship between the event and the study device/ procedure is unknown.

Manufacturer narrative:
(B)(4). Results: death.

Manufacturer narrative:
(B)(4).